Event description:
It was reported prior to using bd vacutainer® ultratouch¿ push button blood collection set, the button to retract the needle was missing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes. D9. Device available for eval?: 30-oct-2025. H.1 imdrf annex a grid (1: (B)(6) - component missing (2306). Investigation summary: bd received one sample and one photo for investigation. The photo was reviewed and does not show the reported failure mode of empty/missing: the customer photo shows the device in the packaging with the activation button visible. In addition, the 1 customer sample was subjected to retraction lockout testing. The activation button was present, however, the sample failed testing as it did not retract upon pressing the activation button. Furthermore, 30 retain samples were subjected to retraction lockout testing. The activation was present on all the devices. However, one of the samples failed testing as it did not retract upon pressing the activation button. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for a retraction issue. This complaint has not been confirmed for the indicated failure mode: empty/missing. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® ultratouch¿ push button blood collection set, the button to retract the needle was missing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.